Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and moderately tortuous left anterior descending artery (lad). A 28 x 3.50 promus elite stent was successfully deployed in the lad. After performing post dilatation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 20 x 2.75 promus elite stent was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.